Event description:
The product was purchased as a christmas gift for rptr's father (elderly). Complainant heated the product for approx 2 minutes & placed it back into microwave. As she removed it from microwave it exploded & caused small burns on her knuckles.